Manufacturer narrative:
Complaint confirmed. One unpackaged ar-8400cre clearcut burr (laser marked with sub-component batch 47681622) was received for investigation. It was determined that approximately 25.04mm of the distal tip had broken off of the inner tube. The outer tube was noted to be severely bent at the window, and upon removing the inner tube component from the outer tube, it was noted that the inner tube had also bent. Material analysis results identified that the tip met all as-received specifications. As such, the observed condition is consistent with user applied mechanical damage via prying/leveraging the burr against bone and/or hard tissue.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the tip of the inner cylinder broke immediately after the first use. The number of rotations is 3600 in the forward rotation. The surgeon used a new product and the case is completed with no patient harm.